Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed post operatively. The lv lead was reprogrammed again a few weeks later for the same issue at which time the right ventricular (rv) lead exhibited high threshold. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.